Event description:
It was reported that the analyzer cable was broken. The cable was returned to the manufacturer. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the cable was broken. As a result a new cable was provided. (B)(4).